Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, reference 1032347-2016-00135 through 1032347-2016-00138.

Event description:
The patient reported she does not feel the device is working or implanted properly as her speech still impaired as well as eating and chewing. The patient reports her last follow up with the implanting surgeon was in "(B)(6) 2103" and no issues were identified by the surgeon. The surgeon's office has been contacted, however no response has been received at this time.